Event description:
It was reported to boston scientific (bsc) that the physician was treating a lesion that was in-stent restenosis (isr) and not tortuous at the lad proximal to mid. An imaging was performed pre pci without complications. No anomally was noted at the next imaging after plain old balloon angioplasty (poba). The cypher stents 3.0 and 3.5 were implanted and imaging was performed after that. The physician reported that during withdrawal of the imaging catheter in question, the guidewire exit port got caught in the distal stent. The system was approached by brachial. The 7fr guiding catheter was engaged and a 4fr multipurpose type of catheter was advanced to the lesion for the removal of the imaging catheter. The physician managed to remove the imaging catheter with the 4fr catheter by advancing and pulling it back. Post dilatation was performed by sliding stent slightly. Some thrombus in the lesion was observed.

Manufacturer narrative:
The technical evaluation will be performed when the device is returned to the manufacturer. The results of the evaluation will be provided in the supplemental report.